Manufacturer narrative:
(B)(4) - conversion to open repair is labeled in the IFU. Explants are labeled in the IFU. Event eval still under investigation.

Event description:
During an endovascular abdominal repair of a (B)(6), male, pt, while orientating the zenith flex aaa endovascular graft bifurcated main body, the check mark was noticed to be loaded in the 6 o'clock position instead of the typical 12 o'clock position, so it was upside down. This should not have caused an issue except making the zenith flex aaa endovascular graft bifurcated main body harder to deploy since the trigger wires were facing downward. The zenith flex aaa endovascular graft bifurcated main body opened unusual, and may have originally been loaded improperly. It is not clear if this caused an issue in the performance of the zenith flex aaa endovascular graft bifurcated main body. The zenith flex aaa endovascular graft bifurcated main body was placed according to the IFU and at endo upon final angiogram there was an undetermined leak. The physician tried to use a cook cuff and cook converters, but the leak never resolved. The zenith flex aaa endovascular graft bifurcated main body was then explanted and the pt was moved to the ICU post procedure.